Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 1 minute: 29.5 mmol/l (mobile system) and 10.0 mmol/l (professional meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).